Event description:
This will report on a very dangerous x-ray machine that the reporter purchased in 1996. Trophy elitys intraoral x-ray installed 15 nov 1996. The rvg portion of the system was purchased on 27 oct 1997. All were purchased through hill dental supply (now patterson dental supply) trophy radiology, inc, MFR (now trex dental division of trex medical corp; danbury CT). The rcg portion of the system never worked correctly and repeated calls were made to trophy. Promises of service were made and not followed up. Within the first year, the bracket holding the arm broke in half allowing the arm and head (weight 11.2kg) to drop. This has happened three times. Fortunately, the machine was not being used when it broke. Reporter is so afraid that it will break again and drop the head on a pt or self that reporter only uses it when the other machine is in use. Also the gas jacks the keep the arm in position are designed for 400,000 cycles, but it failed in less then ten percent of that. For some reason, both trophy and trex have completely ignored reporter's problems with this machine. The last repair cosrt reporter $500 to fix. Reporter can't believe reporter has the only machine that has had a problem. Reporter finds the whole situation unbelievable.